Manufacturer narrative:
The facility reported that the machine was not at fault, but wished to have a functional check of the machine. As a preliminary measure, the machine had operational safety checks performed by a b.braun biomed tech. It was confirmed that the machine functions normally. The machine has been placed back into service with no additional issues. No specific conclusions can be drawn. All available info has been forwarded to the actual MFR for evaluation. A follow-up report will be filed if any pertinent info becomes available.

Event description:
As reported by the user facility: a pt experienced an abnormal arrhythmia during treatment. Pt was designated an "dnr". Clinical staff commented that the machine was not at fault but wished to have a functional check of the machine.